Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic duodenal switch procedure, while creating gastric sleeve, the surgeon was able to press the green button and was unable to squeeze the handle. It was reported that two reloads did not fire and a second handle was used but the same reloads did not fire. New reloads were opened and used together with the second handle to resolve the issue and complete the procedure. There was no patient injury.